Event description:
Healthcare professional reported "rupture of the right device". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: creases are observed on the device. Wear abrasion observed on the device. Stress marks are observed assessed as non-penetrating nick. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "rupture of the right device". Device has been explanted and replaced.